Event description:
It was reported the device was at eol (end of life) and had no pacing output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis found the device was in a no output and no telemetry state. Further analysis found the no output was the result of battery depletion.